Manufacturer narrative:
A medtronic representative opted to replaced the computer and ups. After the replacement, the medtronic representative performed a navigation system check-out, and reported all areas passed. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during the registration step in a cranial resection procedure, the navigation system cranial application became unresponsive. The medtronic representative reported there was "electrical sound" coming from the uninterruptible power supply (ups). The surgeon opted to complete the procedure without the use of the navigation system. The medtronic representative reported the delay to the procedure was less than 1 hour. There was no impact on patient outcome.